Event description:
10/2002: a service engineer visited customer to address some questions regarding imprecision. The next day: another engineer was dispatched to replace the substrate lines and was told by the customer that an erroneous lower hcg had been reported out of the laboratory in 2002 and that the patient's treatment had been affected due to this result. According to the customer feedback, the physician informed the patient that their pregnancy had been terminated based on the lower than expected hcg result. Patient was receiving progesterone therapy for vaginal bleeding, but was stopped after receipt of erroneous lower bhcg result. The erroneous lower bhcg result has affected patient's treatment. Beckman coulter feels this event requires reporting under 212 cfr 803. Bhcg ranges during normal pregnancy are summarized in the table below. Approximate gestational age (weeks) 0.2-1, 1-2, 2-3, 3-4, approximate hcg range (miu/ml, iu/l) 5-50, 50-500, 100-5,000, 500-10,000 approximate gestational age (weeks) 45, 56, 68, 812, approximate hcg range (miu/ml, iu/l) 1,000-50,000, 10,000-100,000, 15,000-200,000, 10,000-100,000.